Event description:
Same cases as:2134265-2015-03995 and 2134265-2015-03997. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter. However, the motordrive unit (mdu) stopped performing an automatic pullback and the imaging stopped. This occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).